Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that different buttons were unresponsive from time to time. The customer stated that the issue was occurring many times per day. The troubleshooting was performed for the keypad anomaly. Customer stated that the buttons were responding now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.